Manufacturer narrative:
The received device had the cannula assembly fully deployed. Inspection of the cannula assembly found no problems with fluid passing freely through the complete fluid path, though the exposed portion of the soft cannula was kinked. It could not be determined when this damage occurred. The data showed no timeouts, drive stalls, or pulse width increases that would indicate the pod struggling to deliver insulin while worn. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose level reached 320 mg/dl, while wearing the pod between 4 and 24 hours on the back. Hyperglycemia treated by administering a pen injection and applying a new pod.